Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device was not working properly., one minute their heart rate would be thirty beats per minute and then a few minutes later go all the way up to eighty beats per minute. The patient wanted to know why their device is functioning like that. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.